Manufacturer narrative:
The subject device was received for evaluation and the customers complaint was confirmed. Device evaluation observed the error e315. Leak test was performed and found no leak. Further inspection found water leakage in the scope connector (s-connector) , water ingress noted. Image condition noted error code e315. No image was present when the device was connected and switched on. Error code e315 unsupported scope was displayed on the screen. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported the device exhibited an error e315 (error-scope error). The issue occurred at preparation for use. The device was replaced, was not used in the procedure. The intended procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed error e315 could not be determined, however, the issue was likely temporarily displayed due to water entering the scope connector and malfunctioning electronic components during user handling. The event can be detected/prevented by following the instructions for use which state: ¿inspection of the endoscopic image¿. ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. In addition, the following non-reportable malfunction was found during the device evaluation: up/down/right angulation not to spec. Olympus will continue to monitor field performance for this device.